Manufacturer narrative:
.

Event description:
It was reported by a company representative that a programming system did not function properly. The white usb serial cable was replaced with a black usb serial cable and the communication issue was resolved after testing on a demo generator. The cable was reported to have been cut and discarded. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. Additional relevant information has not been received to-date.